Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Visual analysis: device photographs for the device related to the reported event were reviewed, with lot number 1305096. Visual analysis of the photographs identified a crease fold, wear abrasion, a deformation, red particle material on the surface of the shell.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and concern with the product.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.